Manufacturer narrative:
We were unable to search the device history record as no lot number was provided. The device was not returned to kimberly-clark for evaluation. The directions for use warn, "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating there was a piece of catheter that had a clean cut on the marker line 2 to 3" long. The nurse removed the closed suction system and retrieved the piece from the et tube. There was no patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(6).